Event description:
It was reported that the patient indicated that this inflatable penile prosthesis (ipp) recently stopped working due to fluid loss. The ipp was removed and replaced. No patient complications were reported.